Event description:
It was reported that the patient complained of diaphragmatic stimulation. The left ventricular (lv) lead's amplitude was reprogrammed and remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2014. A 459245 lead implanted: (B)(6) 2007. (B)(4).